Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that as per evaluation, it was reported that the water did not cool on arctic sun device during the test after the circulation pump was replaced and chiller temperature (t4) was good.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that as per evaluation, it was reported that the water did not cool on arctic sun device during the test after the circulation pump was replaced and chiller temperature (t4) was good.